Event description:
Medtronic received information regarding a navigation system. It was reported that the device was not recognized after completing re gistration and attempting to use the device in the surgical field. There was no tracking and the s size at the hospital was unboxed and used. There was no reported patient impact. Additional information was received. The issue occurred during set up prior to procedure.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G2: this event occurred in japan, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.